Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see also MFR report number 3004209178-2011-82406.

Event description:
The customer stated that she was hospitalized due to low blood glucose levels. The customer had also been sent a charger, but the transmitter still would not charge. Advised the customer that the transmitter would be replaced. Nothing further was reported.